Manufacturer narrative:
A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(4) , and the patient's outcome cannot be conclusively established through this evaluation. Multiple attempts were made to obtain additional information regarding the events; however, no further detail was provided. (B)(4) was not returned for evaluation. The heartmate (hm) 3 left ventricular assist system (lvas) instructions for use (IFU), is currently available. Section 1 of this IFU provides a list of adverse events that may be associated with the use of the heartmate 3 left ventricular assist system, including death. The relevant sections of the device history records for (B)(4) were reviewed and showed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient passed away. The cause of death was unknown.